Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v019919, product type: lead. Product ID: 377860, lot# v020196, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The last time the patient felt stimulation was around (B)(6) 2013. They attempted to use stimulation in (B)(6) but it didn¿t work. It was unknown when the last successful recharging session was. It was noted that a manufacturer representative tried a physician mode recharge for 5 hours but they were unable to get the battery to work. A manufacturer representative tried to use the antenna locate feature but the patient had an older recharger that did not support this function. It was further reported that after the physician mode recharge the patient¿s implantable neurostimulator (ins) was dead. The patient had not used their device in 1-2 years. A manufacturer representative performed a physician recharge mode (prm) for 4-5 hours but was unable to activate the battery. It was noted that the event was a normal elective replacement indicator (eri). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.